Event description:
Please note the complaint involves a device associated with an adverse event that is not manufactured by (B)(6) north america. A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that she was allergic to plastic tape. The patient advised that tape makes skin itch. The patient advised stated that this happened a while ago. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).